Manufacturer narrative:
Correction to the initial MDR in block h6 (impact codes), b5 description, and b2 outcomes attributed to event. Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the st segment elevation was related to product performance of the faradrive. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
During a procedure, a faradrive was used. St elevation occurred during the insertion of the sheath and catheter, and air entrainment was suspected. The procedure was completed with the original device. No further complications were reported. After administering nitroglycerin, the condition returned to normal within 5 minutes. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive was used. St elevation occurred during the insertion of the sheath and catheter, and air entrainment was suspected. The procedure was completed with the original device. No further complications were reported. The device is not expected to be returned for analysis.